Event description:
Procedure: laparoscopic roux-en-y; according to the reporter: the reload was loaded onto the adapter, cycled through, and entered into the patient laparoscopically. When the surgeon clamped the reload shut, the green reload indicator light was blinking as if the reload was not recognized. He removed the instrument, and used another reload to complete the procedure. Reinforcement material (gore) was used.

Manufacturer narrative:
(B)(4).